Event description:
Crews arrived on scene of a cardiac arrest, an AED was already attached to the pt. The AED had indicated no shock advised. Als crew attempted to assess the pt's ECG waveform with the disposable defibrillation electrodes already on the pt. The device failed to operate correctly. In an unsuccessful attempt to clear the problem the defibrillation electrodes were replaced. ECG electrodes were attached to the pt and the device was switched to "limb leads" to monitor the pt. The AED was then reconnected to the defibrillation electrodes. The pt never converted to a shockable rhythm. The pt was not resuscitated. There was no reported association between the alleged device failure and the pt outcome.